Event description:
It was reported that this right atrial lead had a dislodgement. Subsequently, the patient underwent a revision procedure, and this product was successfully repositioned. No additional adverse patient effects were reported.